Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had massive bleeding in their lower gastrointestinal tract. The patient was readmitted from (B)(6) 2019 to (B)(6) 2019 due to bleeding. The patient received a blood transfusion about 4-8 unites packed red blood cells. The patient received no drug treatment. The patient was on warfarin and aspirin anticoagulant treatment at the time of the event. International normalized ratio was 2.2, activated partial thromboplastin clotting time was not performed, platelet count was 213,000 /l.